Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow up #1 submitted: 04/22/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and evaluated on april 20, 2015 with the following findings. Device evaluation: on investigation, the pump powered on, displaying the verify screen and with functioning vibratory function. However, there was no audio tone functionality. Investigation duplicated the complaint. The pump was opened for investigation and revealed a misalignment of the audio tone unit connections.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.